Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported event could not conclusively be determined through this evaluation. The patient remains ongoing on vad support; the device is not available for investigation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital feeling "worn out" on (B)(6) 2019. Upon laboratory results, it was found that the patient's hematocrit was low and a bleed was suspected. No diagnostic tests were performed and the location of the suspected bleed was never identified. The patient received 2 units of packed red blood cells. The patient was not prescribed any anticoagulants at the time of the event. Per the account, the patient is stable at home.